Event description:
The pt received an excluder bifurcated endoprosthesis in 2003. In 2004 it was reported the clinician re-intervened and placed a 28mm cuff to resolve a type I endoleak. The pt is in stable condition. The clinician believes the device fractured causing the leak. CT images of the device were sent to the MFR for eval.